Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Global receiver functional testing was performed and passed. The receiver log was reviewed, finding no errors related to the complaint. Global receiver communication testing was performed and passed. A manual "try-it" test was performed and passed. The receiver case was opened for an interior inspection, and it passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.